Event description:
The physician tried to use a penumbra system 026 and said that the separator would not pass through the catheter at about the midpoint. The physician then decided to remove the system and try to work with the penumbra system 032. He was able to clear the m1 segment but the pt kept re-thrombosing. The tip of the catheter became fatigued and frayed. The physician then decided to use another penumbra system 032 and after one pass, the separator broke at the proximal transition point. Note: see MDR 3005168196-2010-00229 for information regarding the penumbra system 032.

Manufacturer narrative:
Technical evaluation: the catheter had multiple kinks in the distal end. A 0.026" mandrel could advance smoothly until it reached the kinked section. The dimensional measurements of the device were verified and were within specifications for the device. Conclusion: the kinks caused the lumen of the catheter to be reduced and caused resistance and friction to the advancement of the separator during the procedure. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A device history record (DHR) was completed on part #0587 (lot# l12801). All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. The DHR review of final assembly (lot# l12801) indicated that 100% inspection of the devices resulted in (B)(4) rejects. The lot has passed all dimensional measurements per specification, in addition, all destructive testing was completed per required process monitoring requirements and results met specification for the tensile strength. (B)(4) visual rejects were used for destructive testing and passed all required tests, however, the practice of using visual reject parts has been illuminated for subsequent lots and only good units that passed visual are pulled for functional testing. The parts released in this lot met process requirement.